Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g6 cgm failed to pair with the ilet, leading to manual entry of glucose values until the agent guided the user to pair a new transmitter and enter the g6 sensor code, after which real-time glucose readings resumed. Symptoms included hyperglycemia with a reported peak of 260 mg/dl for approximately 1.5 hours, without alerts above 300 mg/dl, ketone testing, back-up therapy, or medical intervention. Outcomes included no immediate health effects and no need for assistance. Investigation included technical troubleshooting and user education to re-establish cgm pairing. Investigation of this case revealed successful reconnection after updating the transmitter serial number and sensor code, with no recurrent alarms. It was concluded that the event was due to a pairing failure between the cgm and the ilet that resolved with re-pairing and did not result in injury.